Event description:
During a customer care visit, a leica product application specialist (pas) was advised that sub-optimal processing had been identified in tissue samples from one (1) processing run in retort a completed during the previous week, which comprised 63 cassettes. The pas reviewed the instrument logs, and noted that an error code indicating incorrect completion of manual reagent replacement had been recorded. The pas was unable to measure the ethanol concentration in the bottles designated as ethanol, because all the reagents on the instrument at the time of the event had been discarded and replaced prior to attendance of the pas at the laboratory. The pas was advised that the affected tissue samples from the "dhm 1hr protocol" started in retort a at 18:57pm on (B)(6) 2014, were reprocessed using a peloris tissue processor. However, neither the serial number of instrument nor the specific details of the regimen used to reprocess the samples exhibiting sub-optimal processing were provided.

Manufacturer narrative:
Evaluation of the instrument logs found that bottle 7 (ethanol) was removed from the instrument for 23 seconds at 16:57:05pm on (B)(4). The properties of the corresponding reagent station were reset, which set the concentration to the default value of 100% configured in the reagent types definitions, and reset the number of cassettes and the number of cycles and days to zero. However, as this period is insufficient to complete manual replacement of the reagent, the actual concentration of the ethanol in bottle 7 remained unchanged at 82.4% because the reagent had not been replaced. Bottle 7 (ethanol) was used for the final dehydration step of the protocol from which sub-optimal tissue processing was reported. The minimum final reagent concentration for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris 11 user manual.